Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported early battery depletion on an implantable pulse generator (ipg) stating that it showed a battery life of 8 years when checked 2 months ago, however the device check during this week showed the remaining battery life to be 2 years. The device and the right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.